Manufacturer narrative:
File should have been reported. Customer did not send in medical questionnaire, and file was overlooked while awaiting for this.

Event description:
Customer called to make a complaint that one of her needles broke off in her stomach and it was the first time she tried to use it. She also said a second needle broke off before she could get it on the pen. Customer reported that she intended to make a dr appt.